Event description:
According to the reporter: the patient alleged injury. She still experiences infection, pain, urinary problems, incontinence, vaginal scarring, mesh erosion, and recurrence of prolapse. Corrective surgery schedules.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).